Manufacturer narrative:
After battery installation, unit received with a blank display. During visual inspection and found heavy moisture damage on the electronics, battery tube, battery connector, vibrator, motor, 40 pin flexible printed circuit/lcd. Perform brush cleaning with the isopropyl alcohol the electronic assembly. Installed electronics in test case, internal battery, and motor. Powered the pump on using the battery simulator and the unit still blank display noted. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test due to blank display. Unit had cracked battery tube threads, cracked keypad overlay, missing display window cover, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, unit blank display due to heavy moisture damage electronic assembly and cosmetic damage was confirmed in the list above during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. Customer stated that the no physical damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.